Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed error code 1660. There was no patient involvement.

Manufacturer narrative:
Device evaluation summary: one cadd legacy 6400 pump was returned for analysis in used condition. Visual inspection of the pump found slight scratches on the lens. Review of device history log identified following event: 0965> error - 1660 - 3/21/2019 4:54:00 pm/ functional testing included use testing. The device was powered up and alarmed ec 1660 which is watchdog_reset. The customer's reported problem was able to be duplicated. Based on the history log evidence, the complaint was confirmed. This problem source could not be identified.